Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
It was reported, during a procedure on (B)(6) 2011; screw began to spin freely in the locking mechanism. The event occurred after a pilot hole for the screw, in the most anterior and proximal of the six distal holes was drilled using a 4.3mm drill bit and a va drill guide. During the final 10mm advance (using a 6nm torque limit handle), the surgeon experienced resistance and it was reported prior to the torque limiter achieving the required torque, the screw began to spin freely in the locking mechanism. The screw was inspected and showed that the screw heads had been flattened. The surgeon tried to insert a different screw with the same results. It was also reported the screw trajectory appeared to be within the 15 degrees of angulation allowed by the plate. The drill guide was fully seated at the time of drilling. This is report 2 of 2 for complaint (B)(4).